Manufacturer narrative:
Other applicable components are: product ID: 377875, lot# v017642, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the contacts were out of range during an implantable neurostimulator (ins) replacement. The caller was unsure if the impedances were out of range before replacing the ins. The impedances in question were on 9-11 and 15. The hcp took the lead out of the header block 3 times and one of the contacts did resolve; however, the lead became increasingly difficult to feed into the block so the hcp felt the impedances would resolve and was concerned about taking the lead out too many more times. When the hcp took the leads of the block, they tried them off and made sure that the contacts lined up in the block. The issues had not resolved at the time of the report. With follow-up the manufacturer representative reported that the patient only had 2 leads according to the hcp. The manufacturer representative would see the patient at the end of the month. The patient was getting good stimulation with the programming and it had not affected stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.